Manufacturer narrative:
The device is not being returned by the clinician for evaluation. The adverse event is attributed to the clinician not using a dental dam while using the hex driver in the surgical procedure. Because the hex driver is a hand instrument, the device is implicated only to its usage in the procedure.

Event description:
A one-piece hex driver instrument (135-351) was used during a surgical procedure for placing a dental implant. In the middle of the procedure, the patient swallowed the 135-351. The 135-351 is a handheld instrument used by clinicians to install or remove cover screws, healing abutments and/or abutment screws. A dental dam was not used by the clinician during the procedure. The patient did not suffer any adverse medical issues following the incident.